Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off unexpectedly was confirmed. Ventec opened the device in order to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.

Event description:
It was reported to ventec that the device alarmed and then powered off unexpectedly during use. The initial reporter advised that the patient was then provided with manual ventilated until they were able to be placed on their backup ventilator. The patient survived the reported event; however, medical intervention (manual ventilation) was required to prevent permanent impairment/damage to the patient.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.